Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received rewind anomaly. The customer¿s blood glucose was unknown. The product will return for the analysis.

Manufacturer narrative:
Insulin pump alarmed motion sensor test failure during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motion sensor test failure alarms.